Event description:
Reason for issuing the form: when the items pointed out by the customer on the repair request form were evaluated by rsa, it fell under pae. Applicable bug: insufficient reprocessing or inappropriate state applicable ufc: chp1002 pae judgment result: information collection to pae applicable facility: required (after obtaining information, describe it in dl.) Reason for judgment: from the information source as follows have obtained the information of 1) was there a death, injury including infection in patients or health care professional?:no occurrence 2) has this malfunction impacted patient or health care professonal other than health injury?:no occurrence : presence or absence of ac damage reproduction: record in the diligence log after the repair estimate inspection. Person in charge: yuga shiota

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. During testing it was evident that the unit had undergone insufficient reprocessing. Additionally, the cable was found broken. The video connector contact had corrosion present. The cable and the charged coupled device unit (ccd) were both flooded. The scope mount was also found deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported to olympus that the device was damaged by the autoclave sterilization. Additionally, it was confirmed that the device was incorrectly or insufficiently reprocessed during the device evaluation. The reported problem was found during reprocessing. The intended procedure was completed using a similar device without delay. The device was sterilized using the autoclave and pre-use inspections were completed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, e1, and g2. Please see updates to b5, e1, g2, h6 and h10. B5, e1, g2: the information included in these fields was inadvertently omitted from the initial medwatch report. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the device broke due to an incorrect reprocessing method. However, the final root cause of this event was unable to be identified. The event can be prevented by following the reprocessing chapter in the instructions for use. Olympus will continue to monitor field performance for this device.